Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised to address patella clunk. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Concomitant medical products: bmet regenx pri tib tray 67mm, catalog #: 141272, lot #: 360140, biomet finned pri stem 40mm, catalog #: 141314, lot #: 054340, e1 vngd cr tib brg 63/67x10, catalog #: ep-183420, lot #: 397790, and vang cr por/ha fem - lt 62.5, catalog #: 167046, lot #: 3600917. This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Event description:
It was reported that the patient was revised to address patella clunk and patella pain on the left knee approximately nineteen months post-implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends